Event description:
The user facility reported that their warming cabinet starting "alarming and smoking." No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available. The device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel regarding the event. Contrary to the initial reported event, user facility personnel could not verify observing any smoke emitting from the unit. The technician inspected the unit and determined the blowing fan required replacement. He replaced the fan, confirmed the unit was operating according to specification, and returned it to service. The warming cabinet was manufactured in 2007 and is approximately 18 years old. No additional issues have been reported.